Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that he attempted to insert a13.2mm, tmicl13.2, -13.00/2.00/092 (sphere/cylinder/axis) into the patients right eye (od) two times and then switched to the backup lens. The reporter stated " when I initially tried to insert the icl, it was not gliding through the incision and unfolding properly. I thought that may be due to my incision being too small so I then I enlarged my incision slightly. When I tried to insert the icl again the plunger stuck to the icl, I didn't know if it was an issue with the icl, plunger, cartridge, or injector so I switched everything out in order to ensure I had an icl with proper integrity for the patient." The icl touched the patients eye but was never fully inserted into the patients eye. It was only partially inserted. The backup lens was used with no complications.